Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance and a review of device history records show that lot released with no recorded anomaly. Therefore it is determined that product left biomet conforming. Material analysis of the device found patches of abrasive wear which suggests possible radial subluxation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left custom elbow arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain, lack of mobility, ulnar nerve compression and instability. It was further noted the capitellar component had loosened. The capitellar component was removed and replaced. Review of invoice history confirmed the initial procedure date and that a radial head was implanted; however, it could not confirm if a biomet capiteller component was utilized.

Event description:
It was reported that the patient underwent a custom elbow procedure on (B)(6) 2013. Subsequently, another revision procedure has been indicated for an unknown reason, but there has been no reported revision to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Additional information was received on november 10, 2014 indicating that the cause of the event was loosening of the capitellar component. This component is not manufactured or marketed in the u.s. So this medwatch would not be reportable.

Event description:
It was reported patient underwent a left custom elbow arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been scheduled due to pain, lack of mobility, ulnar nerve compression and instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.